Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge displayed 100% while the pump was charging, and upon unplugging the pump, the battery gauge displayed 5%. Blood glucose level was 150 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-04394); however, a different issue was identified.